Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that they were unable to initiate flow on their one-link needlefree connector set. According to the report, the nurse would flush the set and the infusion would not initiate afterwards. The event occurred outside of patient use. No additional information is available.